Manufacturer narrative:
Device manufacture date of add'l lot nzl02: 08/22/2005. A supplemental report will be submitted upon completion of the investigation. This is the same patient/event as: MFR # 2249697-2010-00640, MFR # 2249697-2010-00642, MFR # 2249697-2010-00643, MFR # 2249697-2010-00644, MFR # 2249697-2010-00645, MFR # 2249697-2010-00646, MFR # 2249697-2010-00647.

Event description:
It was reported that: "it was noticed that during surgery, the green handles of the triathlon instruments on the attached list were disintegrating. The green part of the handles had a gooey, oily feel to it, the material appeared to be degrading, and green particles were found on some of the instruments. Also a green stain from the handles was found on the surgeon's gloves."